Manufacturer narrative:
Failed self-test alarm noted due to faulty radio frequency board. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer stated the alarm occurred three times in the past few days. Customer also reported the insulin pump was resetting itself. Customer's blood glucose was unknown. Troubleshooting found the correct bolus amount was recorded in the bolus history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.